Event description:
A medtronic ent rep reported that while in an ent procedure the surgeon had difficulty completing registration, then was able to successfully complete a pointmerge registration and to track successfully. Further into the case, the surgeon attempted to track the instrument and it tracked into space on the 2d images. The rn could not confirm if anything had moved. The surgeon opted to complete the procedure w/o the use of the fusion navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.